Event description:
In this event it was reported that a patient was burned on the lip after coming into contact with an estylus handpiece head that reportedly overheated. The patient complained of discomfort and the clinician noted blistering.

Manufacturer narrative:
As a result, the patient was prescribed medication for the pain. Because intervention was required in this case, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.